Manufacturer narrative:
The customer reported that patients were experiencing unexpected refraction after cataract surgery that was prepped with their system. The customer suspected their system was out of calibration, but no system messages displayed. The company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 11, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced an unexpected refractive error following a cataract extraction with intraocular lens implant procedure. It is suspected that the diagnostic equipment is out of calibration. Additional information has been requested.